Manufacturer narrative:
Analysis of the lead (serial # (B)(4)) found that the #3 conductor on the stimulation lead body was broken 2.8 centimeters from the proximal end. Analysis of the implantable neurostimulator (serial #(B)(4)) found no anomaly.

Event description:
It was reported the patient had a loss of stimulation/therapeutic effect. The patient had not gotten the same relief over the past four weeks. The patient¿s pain was completely in the right foot below his knee. It was noted the patient has no sensation in the entire right leg and therefore had never actually felt stimulation in his right leg. The best stimulation the manufacturer representative could achieve was bilateral belly and ribs and no reprogramming options seemed to improve the patient¿s situation. Impedance measurements were performed which revealed electrode three had an impedance value greater than 10,000. The patient¿s case was reviewed with his doctor and x-rays were pending. The patient¿s doctor would review options with the patient after results. Additional information received approximately two weeks later reported the x-rays showed no movement and the cause was not determined. The patient¿s doctor attempted a lead revision with the patient¿s existing leads on (B)(6). The doctor moved the leads caudal and cephalad. The patient only felt stimulation in his groin, kidneys, or stomach. He finally felt stimulation in the desired location, right foot, but the groin stimulation was uncomfortable. The doctor discussed options with the patient and they ultimately decided to remove all components. It was noted the patient would see another physician regarding a pump trial. The patient recovered without incident. Additional information has been requested, but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).